Manufacturer narrative:
No anomaly detected by checking the DHR of the lot # involved (2016ag01x) on a total of (B)(4) devices manufactured with the same lot #. We will submit a final emdr when the investigation will be completed.

Event description:
Intra-operative breakage of a physica drill bit. No reported consequences for the patient and no prolonged surgery time. Surgeon used the another drill from the set to complete the drilling operation. It was advised that an improper use during surgery may have contributed to the event. Event happened in (B)(6).